Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 2.1 and 2.2 required maintenance. The field service engineer (fse) found that enhanced half-height cubie drawers 2.1 and 2.2 were off the bus and displaying errors. The fse replaced the drawer controller in drawer 2.2 and the pyxis module controller (pmc). Upon inspection, no lights were present on the pmc. All connections were reseated with no change, and the pmc was disconnected from the drawer controllers with the same result. The pmc was then replaced. The drawer controllers in drawer 2.2 were tested at the test points and found to be defective. The drawer controller was replaced and tested ok in diagnostics and the application, resolving the issue. Missing slide bumpers and the battery were also replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and the drawers were unrecoverable after rebooting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.